Event description:
Quidel's solona sars cov-2 assay use for covid-19 under emergency use (eua). High suspected false positive rate(3.9%) from (B)(6) 2021-(B)(6) 2021. I have been working with quidel technical support over the past several months to trouble shoot false positives. We discovered an issue when we tried to use a positive patient sample as a positive qc control and got a negative result. This alerted us that there may be a problem with our results. A team member from quidel came to our site, retrained, performed multiple decontaminations and our instrument has been replaced. A second team from quidel performed another site visit, trouble shooting and watching techs. We had zero issues with the validation sample results and in performing a repeatability study with validation samples. We do however, have issues when testing patient samples. We get frequent invalids and have had numerous positive samples that upon retesting the same specimen produce a negative result both on the solona and by testing with the cepheid genexpert pcr test. I have not included data from the previous solona instrument that was replaced. Our new instrument began patient testing (B)(6) 2021 and we have had issues since the first run. Over 5% of samples tested are resulting "invalid" our suspected false positive rate is 3.9%. In the past month we have ran 205 patient samples, 11 results were invalid, 10 results were positive. Eight (8) of the 10 positive samples were negative when repeated on the genexpert pcr platform. Most positives also repeated negative on the solona. Invalids have been repeated when time allowed or reflexed to genexpert. Many invalids repeatedly produce invalid results, some change to positive or negative upon repeating on the solona. We are currently using the solona sars cov- 2 test to screen preop asymptomatic patients. We are not resulting positive patient results from the instrument. Positives are repeated on the solona in duplicate and reflexed to the genexpert for confirmation. FDA safety report ID# (B)(4).